Event description:
It was reported that a pump experienced constant system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and eval by baxter. Device was tested for 24 hours with no occurrences of ec 322. System error 322 was confirmed through the event history log. Physical inspection of the pump found that the j1 I/o pcb connector pins were not making full contact with the upper auxiliary flex traces. This condition may cause intermittent connectivity of the upper latch switch which may have contributed to the reported symptom of "system error 322". The I/o pcb and upper auxiliary were replaced.